Event description:
When pt underwent pre-op x-rays for routine lengthening, the ti lumbar extension was noted to be broken. The broken rod was replaced during the lengthening surgery.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.